Manufacturer narrative:
The reported field event of an extended charge time was confirmed. During testing of the device in the lab, the device's high voltage charging timed out. The high voltage caps were analyzed and the cause of the extended charge time was due to a capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission an alert for slow charge time was observed. Patient was brought into clinic to perform testing on the device and slow charge time was observed again. Device was explanted and a new device was implanted. Patient was stable.